Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities, vaginal scarring, vaginal bleeding and dyspareunia. Vaginal prolapse, urinary incontinence, physical deformity and the loss of the ability to perform sexually. Portion of meh excised and removed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that in december 2017 the patient was experiencing or had experienced vaginal mesh extrusion. Excision of eroded transvaginal mesh took place under general anesthesia. Pathology: soft tissue showed chronic inflammation.